Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient made a mistake/touch contamination which caused peritonitis. On that same day, the patient was hospitalized for peritonitis. Treatment was reported as (unknown) intraperitoneal antibiotics. Two weeks later the patient was discharged from the hospital. The home patient is reportedly recovered from the peritonitis event. Baxter attempted to obtain additional information from the home patients registered nurse. On contact, the nurse declined to provide any information. No additional information was available at the time of this report.